Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the battery not holding charge was confirmed. The power module backup battery was returned for analysis and was connected to a calibrated power module to charge. Once fully charged, the power module was running on battery power while connected to a calibrated system controller and immediately alarmed for low power, confirming the reported event. The root cause for the reported event was not conclusively determined through this analysis. Heartmate ii instructions for use section 3 entitled ¿powering the system¿ states that the power module internal backup battery provides approximately 30 minutes of backup power to the system. Heartmate ii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing this event.

Event description:
It was reported that one of the batteries was not holding charge.